Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. An aneurysm was noted on the bladder of cylinder 2. This was a site of leakage. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected date for g3 and d9 (part 2).

Event description:
According to the available information, a patient with erectile dysfunction of an unidentified cause received an inflatable penile prosthesis implant. The patient sought a doctor reporting loss of rigidity of the prosthesis and impossibility of erection. The doctor opted for revision surgery, where all components of the prosthesis were replaced. The prosthesis showed a loss of axial rigidity, of an undefined cause. The patient is currently doing well and has had his erectile function restored.

Event description:
According to the available information, a patient with erectile dysfunction of an unidentified cause received an inflatable penile prosthesis implant. The patient sought a doctor reporting loss of rigidity of the prosthesis and impossibility of erection. The doctor opted for revision surgery, where all components of the prosthesis were replaced. The prosthesis showed a loss of axial rigidity, of an undefined cause. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. An aneurysm was noted on the bladder of cylinder 2. This was a site of leakage. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a patient with erectile dysfunction of an unidentified cause received an inflatable penile prosthesis implant. The patient sought a doctor reporting loss of rigidity of the prosthesis and impossibility of erection. The doctor opted for revision surgery, where all components of the prosthesis were replaced. The prosthesis showed a loss of axial rigidity, of an undefined cause. The patient is currently doing well and has had his erectile function restored.